Event description:
It was reported, the patient¿s death was not device or therapy related. The patient had medical problems of copd, lung cancer, congestive heart failure, type ii diabetes, blood clot, and bowel obstruction. The presented to the hospital with shortness of breath three days prior to passing.

Event description:
It was reported, the patient passed away and their family wanted to donate the programmer. It was unknown if the death was related to the device or therapy. The patient was hospitalized with bladder problems, bleeding, and ¿everything wrong.¿ the patient had to have emergency surgery and did not survive.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0lcye, implanted: 2014 (B)(6); product type lead. (B)(4).